Event description:
It was reported the right ventricular lead demonstrated high impedance and no capture indicative of a possible lead fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: addrs1, implantable pulse generator (ipg), (B)(6) 2008. (B)(4).